Event description:
Received notice of litigation. Pleading states plaintiff underwent as an outpatient a laparoscopic insertion of adjustable gastric band realize. After this procedure, the plaintiff suffered from many problems and complications which ultimately led to the removal of the lap band on (B)(6), 2010.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.type of complications unknown. Awaiting further information from legal.